Event description:
It was reported that the pump failed volume test during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
One device was received used. Not in the original packaging. Decontaminated. Per visual inspection; scratched lens and bubbled "dso" seal. Per functional testing, running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The complaint was confirmed. The root cause was the expulsor. It was unknown what caused it to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced "dso" seal, optical sensor, liquid crystal display (lcd) lens, expulsor, keypad, overlay, and rear label. Device passed all functional and delivery tests.